Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Device received with scratched case, pillowing keypad overlay, peeling serial number label and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl and 500 mg/dl. The customer¿s blood glucose was 550 mg/dl at the time of incident. The customer was treated by manual injection and insulin pump during hospitalization. The customer was experienced symptoms like nausea. The customer also stated that they did not allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will be returned for analysis.